Manufacturer narrative:
Product analysis: it was determined at analysis that the programmer stylus tested out of specification mechanical. It was noted that the printer drawer had missing parts, upper and lower bullets were missing/worn, cord bay and screw eye were broken, both keyboards hinges were broken and sliding rail right was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that service was requested on the programmer. The status of the programmer is unknown. No patient complications have been reported as a result of this event. It was further reported via follow up that there was no further information regarding this issue. It was further reported that the programmer was returned for service. It was further reported that the programmer stylus tested out of specification during manufacturer's analysis.